Manufacturer narrative:
Correction: b3, d10 (therapy date), h6 (health effect clinical code).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic due to complaints of abdominal pain. A pd culture was obtained and the patient was diagnosed with peritonitis. The patient was administered initial doses of prophylactic antibiotics prior to culture results as well as having their pd catheter (not a fresenius product) flushed. The patient was given intraperitoneal (ip) cefazolin 2g and fortaz 1g in the clinic. The patient initially reported the abdominal pain as resolved after the dose of antibiotics and catheter flush; however, the patient again reported abdominal pain. The patient was sent to the hospital where they were admitted. The initial cultures obtained from the pd clinic have not come back due to delays from weather related issues. The pdrn does not have any hospital documentation as the patient remained hospitalized at the time of the call. The cause of the peritonitis was not determined, but there were no reported fluid leaks, nor any issues with a fresenius device, product(s) or drug in relation to the peritonitis event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. Although the cause of the peritonitis is unknown and the culture results are not available, there is no allegation of a device malfunction or deficiency or cycler defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic due to complaints of abdominal pain. A pd culture was obtained and the patient was diagnosed with peritonitis. The patient was administered initial doses of prophylactic antibiotics prior to culture results as well as having their pd catheter (not a fresenius product) flushed. The patient was given intraperitoneal (ip) cefazolin 2g and fortaz 1g in the clinic. The patient initially reported the abdominal pain as resolved after the dose of antibiotics and catheter flush; however, the patient again reported abdominal pain. The patient was sent to the hospital where they were admitted. The initial cultures obtained from the pd clinic have not come back due to delays from weather related issues. The pdrn does not have any hospital documentation as the patient remained hospitalized at the time of the call. The cause of the peritonitis was not determined, but there were no reported fluid leaks, nor any issues with a fresenius device, product(s) or drug in relation to the peritonitis event.